Event description:
It was reported that the device battery depleted three years and six months after implant. Early battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4196-88 implantable pacing lead (B)(6) 2010; 5076-45 implantable pacing lead (B)(6) 2010; 7120 competitor implantable tachy lead (B)(6) 2010. (B)(4).